Event description:
It was reported that the lens was intraoperatively removed from the pt's left eye due to a tear observed on the iol after iol insertion. The incision was enlarged to remove the lens and sutures were used to close the wound. A back up lens of same model was implanted successfully. The pt's prognosis was reported as good. Please ref MDR #1119279-2013-00209 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.